Event description:
During product service by a service technician, a flogard infusion pump presented an air in line alarm. No additional information is available.

Manufacturer narrative:
(B)(4). The device was serviced on-site by a field service technician. This is an ancillary service event. The device was visually inspected and functionally tested. During functional testing an air in line alarm was identified. The cause was determined to be a damaged central processing unit (cpu) board. To correct the condition, the device was removed from service. Should additional relevant information become available, a supplemental report will be submitted.